Event description:
It was reported that the signals on m1-m2 were noisy. The cable was replaced with no resolution. The ez steer nav ds bi-directional catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. On (B)(6) 2013, the catheter was received in our failure analysis laboratory and found char between the proximal end of tip dome and distal side of ring # 1. Due to this finding, the event became reportable. Awareness date changed to (B)(6) 2013.

Manufacturer narrative:
Investigation is still in progress. (B)(4).